Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had a cracked end cap, missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and minor scratches on lcd window.

Event description:
It is reported that the customer received an alarm during manual prime on the pump. Customer stated that pump piston continue to move forward after reservoir contact. Customer's blood glucose unknown. No further information provided.